Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim that the sensor was inaccurate when compared to fingerstick values on (B)(6) 2014. Patient reported that the device read 43 while the fingerstick value was 90. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The complaint device was not returned for investigation. However, data was received and downloaded on (B)(4) 2014. A review of the downloaded data log confirmed the reported of inaccurate blood glucose values.